Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) the reason for call was pt said the pt programmer "always" depleted on battery really quickly and used aaa battery charge even when the pt was not using the pt programmer. Pt mentioned they would adjust therapy settings every two months or so (manufacturer representative (rep) showed pt how to "tweak" settings), and each time the pt went to use the pt programmer every two or so months, they would have to change the aaa batteries. Pt was worried about taking the aaa batteries out of the pt programmer because they were afraid of harming the pt programmer. Then, today, the pt wanted to adjust therapy settings because of some higher than expected therapy, but when the pt attempted to turn on the pt programmer, they saw a screen with something blank in the middle and the pt programmer screen would not remain illuminated. The pt attempted to change aaa batteries several times(pt had 10 aaa batteries in front of them), but the pt programmer screen did not illuminate. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID 97740 lot# serial# (B)(6), implanted: explanted: product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97740, serial/lot #:(B)(6), ubd: , UDI#: (B)(4), h3: analysis of the device, model # 97740, s/n (B)(6), revealed telemetry board corroded. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. H10: refer to manufacturer's report 3004209178-2021-18359 for details pertaining to the stimulation being higher than expected reportable related event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.